Event description:
A customer reported a pump malfunction after the device became wet in a pool. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.